Manufacturer narrative:
To resolve the reported problem, olympus technical support provided troubleshooting recommendations. The suspect device was not returned to olympus. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported an intermittent "b30," scope communication error when using olympus, model series 190 endoscopes with the olympus, model clv-190, evis exera iii video system center. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the b30 error code. A definitive root cause for this issue was not established. However, it is probable that issue occurred because a foreign material or liquid had adhered to the electrical contacts of the output connector of the endoscope. The b30 error code was resolved after the customer followed the following cleaning instructions: o clean the gold contact pins on the endoscope with an alcohol prep pad, or lint free cloth moistened with isopropyl alcohol and let dry. O power cycle both the cv-190 video processor and clv-190 light source to clear the error. O re-insert the endoscope to resume operation. Olympus will continue to monitor field performance for this device.